Manufacturer narrative:
Corrected information provided in b.5. Additional information has been provided in d.9.,h.3., h.6., and h.11. The lens was returned positioned incorrectly (posterior surface up) in the lens case inside the lens carton. Viscoelastic and blood were dried on the lens. One haptic was broken in the gusset area. The broken haptic was returned adhered in dried viscoelastic to the posterior optic surface. The other haptic was cut in distal tip edge area. The optic has a large area of the edge that was broken, and not returned. Qualified associated products were indicated. Haptic and optic damage were observed. It cannot be confirmed if the damage occurred during the reported dialing the lens or if the damage occurred during insertion or removal. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated the patient had zonulysis happened when dialing the lens to the final axis.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery while dialling the lens to the final axis, zonurlysis happened. Subsequently the lens was removed during initial procedure and completed with a backup sulcus lens.